Event description:
A consumer implanted for non-malignant pain reported when they were attempting to recharge the implantable neurostimulator (ins) they saw an informational power on reset (por). It was noted the por was not related to an overdischarge event. Troubleshooting was performed and the por was able to be cleared which resolved the issue allowing the consumer to start a recharging session. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.